Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the tissue damage that occurred during the procedure. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and challenging leaflet anatomy. The clip delivery system (cds) was advanced to the mitral valve. During positioning, the clip became caught in the chordae. Standard troubleshooting was performed, and the clip was freed. While retracting the cds, the clip was retracted too far and became caught on the septum. The clip was removed from the septum using troubleshooting maneuvers, but flickering was then seen on the clip. It was thought that the flickering was possibly tissue from the septum, but no tissue damage was noted. The decision was made to remove the device to prevent whatever was on the clip to free float in the body. After cds removal, tissue was confirmed on the clip. A new cds was used without issue. One clip was implanted, reducing the mr to 1-2. There was a slight delay due to the need to exchange the device, but was not clinically significant and the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The patient effect of vascular trauma (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported physical resistance due to clip interaction with the chordae was likely influenced by patient morphology/pathology. The reported difficulty removing the device due to the clip becoming caught on the septum appears to be a result of user technique. The reported tissue damage (septal tissue in clip) was a result of procedural conditions due to the interaction between the septum and the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.